Event description:
A customer in (B)(6) reported out of range low (oorl) results for a quality control strain in association with a new lot of vidas® lyme igg (lot 1006940510). The customer reported that their ingen control lot (10311545) used between (B)(6) 2018 and (B)(6) 2018, for two batches of lyme igg, had a target of 4.73 with the cv at 10% (ranges 2sd 3.78-5.68). Vidas lot 1006940510, values were 3.26, 3.31, 3.4, 3.36, 3.38 and 3.32. The customer stated there was no change in interpretation. The event involved a quality control strain. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for out of range low (oorl) results for a quality control sample, when tested on vidas® lyme igg batch 1006940510/ 191107-0. The customer submitted their internal quality control accurun sample for the investigation. Biomérieux performed investigation testing which included testing seven internal sera with seven lots of vidas lyme igg, including lot 1006940510/ 191107-0. The tests included one negative test, three positive tests with weak indexes, and three positive tests with high indexes. All the results were within specifications. The internal quality control sample accurun was also tested on four different batches including the two batches used by customers. All the results were positive with high indexes far from the cut-off. The investigation reproduced the batch to batch variability when testing the accurun sample, though the indexes were high (positive interpretation) with levels far from the cut-off for vidas lyme igg and were within the product specifications. Vidas lyme igg batch 1006940510/ 191107-0 performed as expected.